Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device could not be interrogate and there was no magnet response. There was no pacing seen on the surface EKG, only sensing. The device had last been checked on (B) (6) 2009 and battery voltage was 2.67 v and impedance was 3915 ohms. The projected longevity was 2-25 months remaining with an average of 14 months. No output was also reported. The device was replaced. No patient complications have been reported as a result of this event.